Event description:
The hcp reported that the pump was explanted due to interrogation/telemetry problems after an implant duration of 43 months. The patient had undergone an MRI in 2005 and had subsequent problems during interrogation. The patient "did not complain of any add'l pain." The patient was receiving morphine 50mg/ml at a rate of 12.5mg/day. The device was replaced with a similar device.